Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gyn procedure, the surgeon was using the enseal laparoscopic articulating device and the jaw broke off. The piece was retrieved outside the patient. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r93k9k. Device manufacture date is 6/15/2018. Investigation summary: the device was received with skiving of the heat shrink (shaft cover) material not all present and the cable cut off. In addition, the upper jaw was firmly attached to the device. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. No opening or closing issues were noted as reported. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.